Event description:
The cs21 was loaded on the idrivec. The anvil was placed in the stomach pouch via a purse string. The device was then inserted through the jejunum, trocar extended and attached to the anvil. The cs25 was then fired but the device did not cut. Intervention was required by the surgeon whom inverted the anastomosis and cut around the anvil to remove the cs21. The anastomosis was then over sewn.